Event description:
Concern about suspected false positive cue health covid-19 tests in a family. Nobody (parent, child, grandparents) has symptoms, there were no known covid exposures, and no known history of covid. Family wears high-quality masks everywhere, including outside, and disinfects/quarantines deliveries. No tests (antigen, other molecular, lab pcr) except for cue yielded positive result for any family member over the time period in question. Reporting here for person 2 (older adult), who rarely leaves home. Covid test results as follows: tested negative on cue morning of wednesday 2/28; tested negative on cue morning of saturday 3/2; tested negative on flowflex evening of monday 3/4; tested negative on cue the night of tuesday 3/5; tested positive on cue morning of thursday 3/7 and negative on flowflex (antigen); tested negative on cue afternoon of thursday 3/7; tested negative on cue morning of friday 3/8; tested positive on cue morning of saturday 3/9; tested negative on lab pcr (labcorp on demand pixel) on saturday 3/9, with sample taken 1.5 hours after the positive cue test; tested negative on cue morning of sunday 3/10; tested negative on cue night of monday 3/11. Information on test results and timeline for other family members is available upon request. Family was distressed by cue test results given family members' high-risk status and small shared living space. Cartridges were stored in the home within acceptable temperature range. Cue health did not ask the family to mail in cartridges to assist with an investigation. Family member offered but hadn't received a response to that question as of 3/13. Cue would not comment on limit of detection relative to other tests. Media reports indicate that cue health recently launched cost reduction initiatives (e.g., laying off >30% of workforce). Expiration date: 28-sep-2024. Reference report: mw5152899.